Event description:
Pelvilace sparc pubovaginal sling procedure done on (B)(6) 2007 for stress urinary incontinence. Has caused bladder infection, painful intercourse, inability to completely empty bladder, recurrence of urinary incontinence, and constant pain in lower abdomen. All symptoms came on gradually within 3 months of the placement of the sling, and continue to this day. Have not received f/u due to lack of job and insurance. Will make appt tomorrow for re-evaluation.